Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was prompting an error 5 message when he was attempting to test his blood glucose. Per the ultrasmart owner's booklet, the error 5 message prompts when there is a problem with the meter or a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at night time, the patient reported the alleged the error message began to appear. The patient reported that he manages his diabetes with self adjusting insulin (type and dose unknown). As a result of not being able to test due to the error message appearing, the patient claimed he couldn't adjust his insulin intake. The patient reportedly took an increased dose of insulin at an unspecified time after the alleged error message appeared and then claimed he developed symptoms of "chills, anxious, shaky, nervous, vision light and couldn't walk straight." The patient informed the cca that he associated the symptoms with a low blood glucose; however denied receiving medical treatment. At the time of troubleshooting, the cca determined the patient's testing process was correct, and this was not the first time the subject meter had been used. Additionally the patient's test strips were not open beyond the discard date, expired or stored improperly. When the cca assisted the patient with a retest, the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 2 lifted high. The test strips involved with this complaint also have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.